Manufacturer narrative:
A revision procedure was performed and the pacemaker was successfully repositioned and securely sutured down. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had experienced a syncopal episode and was brought to the emergency room. System evaluation noted erratic and inconsistent pacing spikes. The associated right ventricular dextrus lead was exhibiting capture in the atrium and the dextrus atrial lead was exhibiting no capture. A review of an x-ray from one day post implant revealed the atrial lead had already appeared to be dislodged. Today's x-ray showed the right ventricular lead was also dislodged. Twiddlers syndrome is suspected as this device appears to have been turned around from the initial post implant x-ray. This patient is not pacemaker dependent and has an intrinsic rate between 75-95 bpm. No adverse patient effects were reported.